Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1; submitted: 08/09/2016. The device was returned to animas and evaluated by product analysis on 08/10/2016 with the following results. The battery compartment is damaged/chipped above the bumper at the threads, cracked from the threads down to the case seal and below the bumper at the case. Unrelated to the complaint, the display is dim and pink.